Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event is reported as: a nurse in the iccs noticed an air leak that was at the connector site. No obvious defect was seen. No pt injury reported.